Event description:
It was reported that the patient presented for two months post op, severe and constant dysphasia. The patient was not hypertensive, and no other symptoms indicative of erosion. They performed an exploratory lap, and an infection was found along with pus at the plication suture line. The band was removed, and the patient was discharged home without any further complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.